Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during in-house engineering evaluation, a visual and functional assessment was performed which found that the neuro-tip leg and the neuro-tip foot on the device had been drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. It was determined that the cause of the drilled craniotome foot was due to failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was further determined that the neuro tip and the crani handle were damaged and the ball bearings were worn. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation, it was determined that the neuro-tip leg and neuro-tip foot of the craniotome device had been drilled into. During service and repair, it was determined that the neuro tip was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.